Event description:
The reporter said that the ok button was intermittently activating desired pump functions when pressed. The issue reportedly started approximately three months prior to the patient contacting animas. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the keypad buttons were intermittently activating pump functions when pressed. Adhesive was found under keypad button contacts. There were no damages found to the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.